Manufacturer narrative:
H10: h2: additional information on: b5, h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy, a footprint ultra pk anchor broke while being twisted in. The implantation was stopped in time and the anchor was pulled out. After cleaning, it was confirmed that no pieces fell inside the patient. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the footprint ultra pk anchor broke off, but no pieces fell inside the patient. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture string or the anchor. There is biological debris on the insertion device and the distal tip is slightly bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.